Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-14846), was submitted on 10-oct-2025. Upon completion of the investigation, the manufacturing date was updated as 19-mar-2025. Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch: 6012269 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot: 6012269 was manufactured according to the work instruction (wi) version 82 and manufacturing in the machine 12 on 19-mar-2025, with a total of (B)(4) units. The sub-assembly of the lot: 5c02445 was manufactured according to the (wi) version 29 on 18-mar-2025, with a total of (B)(4) units. The sub-assembly of the lot: 5c02446 was manufactured according to the (wi) version 29 on 18-mar-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient's infusion set break along the tubing and leakage event on (B)(6) 2025, the parent of the patient says that the clild may have been playing with it a little.the set has been in use for one day. The location of the leak present in the tubing. No further information available.